Event description:
It was reported that the tip of the nanopass broke.

Manufacturer narrative:
This adverse event is being reported on behalf of pivot medical who was recently acquired by stryker corporation. This event was identified as reportable to FDA through integration remediation activities. The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device is excessive force used to pass through tissue. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The failure mode will be monitored for future reoccurrence.